Manufacturer narrative:
During testing at the service center, the device touchscreen did not respond when pressed. Channel a of the device was not able to be reset due to the nonresponsive touchscreen. Further testing found corrosion on the device touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the left channel of the device would not reset. This did not indicate a reportable malfunction. However, during testing at the service center, the device touchscreen did not respond when pressed.